Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted. Customer reported an elevated blood glucose level of 800 (mg/dl) and delivered a correction bolus. It was indicated that injections were available for diabetes management.